Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: monomorphic ventricular tachycardia secondary to an epicardial pacing lead. World journal for pediatric and congenital heart surgery. 2025. 16(5). Doi: 10.1177/21501351251333675. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding an epicardial pacing lead causing late ventricular tachycardia (vt). The authors described a patient who experienced spontaneous non-sustained vt. The vt was not a result of any pacing or failed sensing. Mapping of the right ventricular (rv) lead was performed, and the signal location coincided with the endocardial side of the rv epicardial lead. The ventricular arrhythmia was related to the unipolar steroid-eluting portion of the lead that was sutured to the epicardium. It was also noted that their right atrial (ra) lead was fractured. Both leads were explanted and replaced, and the patient underwent cryoablation around the lead body which resolved the vt. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.